Event description:
After 4 1/2 years of pain and worsening symptoms throughout my body, I finally got a doctor to listen to my concerns once I came across the FDA black box warning, recall on my mentor memory gel high profile silicone implants. I was never notified. Years of dry mouth, leading to multiple cavities and root canals. Dry eye, loss of vision, hair loss, extreme fatigue, daily headaches, recurring sinus infections, interstitial cystitis, fatigue, shortness of breath, metallic taste in mouth, raynauds, productive persistent cough, swelling in legs, inflammation throughout body, 20 pound weight gain, pain in breast, inability to get out words, brain fog, anxiety, depression, forgetfulness, intolerance to temperature changes, bloating, menstrual cycle irregularities, swollen hands and feet, pain in joints, ibs, leaky gut, polydipsia, polyuria. Diagnosed with sjrogens disease. Reference report mw5116426.